Event description:
It was reported to medtronic minimed that the customer alleged battery lasting less than 7 days, a few cracks on the back of the pump approximately 3 inches in length, the reservoir feeling loose and not as secure as expected, louder grinding noise, and the pump rewinding slower than usual. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test and force sensor test, active current measurement, self-tests. However, pump received with a high active current measurement. Thump and software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Battery cycle 2.0 received the lowbatteryalert (104) on 04/02/2026 10:06:00 after more than 7 days at 22.87 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. No unexpected rewind/drive/motor anomaly during testing or in the file history on event date. Pump was cut open to perform visual inspection and found moisture damage on the electronics assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay, missing display window cover, cracked battery tube threads, cracked case (battery tube), serial number label missing. No charge/battery lasts less than expected, rewind/drive/motor anomaly during testing. However, pump received with high active current measurement due to moisture damage electronic assembly and cracked case (battery tube) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.